Event description:
It was reported that the patient had pain and the hip broke loose - patient states he is disable due to the hip.

Manufacturer narrative:
An event regarding loosening involving an unknown rejuvenate/abgii modular neck was reported. Conclusions: conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the patient had pain and the hip broke loose - patients states, he is disable due to the hip.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate/abgii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.